Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message when user attempted to remove fentanyl medication. Customer stated that user was able to remove the medication by rebooting the station and she is the only user with access to the station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction was caused due to a hard drive failure. The device's hard drive was replaced, and station data synchronized to resolve. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d5, d9, d7, h6(annexb), a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-jul-2022 to 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system displayed an error message "cancel meds" the meds will not be dispensed when user attempted to remove fentanyl medication. A field service engineer found that the malfunction was caused due to hard drive failure. The field service engineer replaced the hard drive and synchronized the station data to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message "cancel meds" the meds will not be dispensed when user attempted to remove fentanyl medication. Customer stated that user was able to remove the medication by rebooting the station. There were no adverse events or injuries reported based on this event.